Manufacturer narrative:
The date of initial implantation is (B)(6) 2014 (specific date not reported). This report is filed february 19, 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed necrosis of the skin flap, resulting in extrusion of the internal magnet. Subsequently, a procedure was performed to debride the necrotic skin, and remove the internal magnet (date not reported). The implanted device remains.